Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to detect and treat) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief at the distribution node (dn). The cable at the distribution node (dn) to the rear therapy electrodes was also pulled from the strain relief, damaging all wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported an electrode belt was unable to complete incoming functionality testing.